Event description:
During a procedure to repair a thoracic aneurysm, advancement through the iliac artery was very difficult. The sheath was withdrawn and a balloon catheter was inflated in the vessel at the sites of heavy calcification with the intent of cracking the plaque and creating passage for the introducer sheath. During the subsequent advancement of the 16 fr introducer, the iliac artery ruptured. A balloon catheter was advanced to the rupture and utilized to seal off the vessel until the repair was completed. A graft was then deployed over the ruptured area and the taa repair was scheduled for the following day.